Event description:
Pt found in full cardiopulmonary arrest in bed in ER. Monitor lead on pt, no picture on monitor (monitor black). Previously monitor (9:30 pm). Pt resucitated without success, pronounced dead at 12:55 a. Monitor switch pressed by nurse at 12/23 am when found by nurse. Monitor picture appeared.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer software performance tests conducted, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.